Manufacturer narrative:
Based on the info, it is unk how the device may have caused or contributed to the event. The post market surveillance department has received medical records and investigations are pending. The device was not returned to the MFR for analysis. A supplemental medwatch report will be submitted upon completion of the clinical and plant investigation. Related MDR: 2937457-2014-02858.

Event description:
Review of a peritoneal dialysis (pd) pt's medical records noted the pt was hospitalized on an unk date in (B)(6) 2015 due to hypertension and shortness of breath. Additional medical records were requested.